Event description:
The patient reported he fell and was diagnosed with closed fracture of the middle third of the left clavicle with displacement. The patient underwent left open reduction internal fixation (orif) surgical procedure on (B)(6) 2014. At this time, the patient was implanted with a non-biomet clavicle plate and intergro dbm plus. The patient had fallen and fractured the plate. It was reported that the plate punctured the skin. Subsequently, a revision procedure was performed on (B)(6) 2014 due to nonunion of the fracture, pain and infection. It is reported that patient will undergo another orif stage with bone graft.

Manufacturer narrative:
Lot number and device manufacture date were added as the lot number was able to be identified. The manufacturing records were reviewed and no anomalies were identified.

Manufacturer narrative:
The type of infection has not been reported at this time and no operative reports or pathology reports have been received. The lot number is unknown; therefore the manufacturing records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.